Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon was implanted in a procedure performed on (B)(6) 2025 for the treatment of obesity. On (B)(6) 2025, the patient reported fluid leakage and dyed urine. The leakage was confirmed by an endoscopic procedure. The balloon was explanted on (B)(6) 2025. The patient was reported to be stable. The procedure was successfully completed. No other patient complications were reported as a result of the event. It was reported methylene blue was mixed in the saline injected into the igb. However, the instructions for use (IFU) indicates that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Investigation summary: the orbera bib intragastric balloon was not returned as it was discarded. The reported event of balloon deflation could not be confirmed due to a lack of evidence as the product analysis could not be performed. The reported event of endoscopic procedure happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. There was enough evidence from the information provided to confirm the reported event of use of device issue user error. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system instructions for use (IFU) states the igb is placed in the stomach and filled with sterile saline; however, the event reported that methylene blue was used when filling the orbera balloon. Therefore, there is enough evidence to confirm the reported event of use of device issue user error. It was confirmed that the following adverse event of balloon deflated was anticipated in the IFU. A risk review of the orbera was completed and confirmed that the events of balloon deflated, endoscopic procedure and device user device issue user eror were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation. Imdrf code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon was implanted in a procedure performed on (B)(6) 2025, for the treatment of obesity. On (B)(6) 2025, the patient reported fluid leakage and dyed urine. The leakage was confirmed by an endoscopic procedure. The balloon was explanted on (B)(6) 2025. The patient was reported to be stable. The procedure was successfully completed. No other patient complications were reported as a result of the event. It was reported methylene blue was mixed in the saline injected into the igb. However, the instructions for use (IFU) indicates that the igb is placed in the stomach and filled with sterile saline.